Event description:
It was reported that the right ventricular lead impedance had "jumped" from 600 ohms to 900 ohms and the threshold had increased aswell. One ventricular high rate episode (vhre) was noted and there was also a vhre from 5 months prior that looked like noise. At that time, the sensitivity was reprogrammed and at this follow-up, the lead was reprogrammed to a unipolar pacing polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).